Event description:
Occipital nerve stimulator leads, which were previously implanted on a previous date, were inserted into a medtronic restore ultra generator. The lead impedances were tested on multiple occasions, and these were read as out of range. The medtronic representative reported that after testing at the highest output voltage that four of the leads continued to have impedance out of range but that the remainder of the leads were in the vicinity of 700 ohms. The set screws were then attached, and a call was placed to medtronic technical support, who recommended that the implant proceed.